Manufacturer narrative:
Results: a sample was not returned for evaluation. Photos show indicated defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5251719. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the label on bd vacutainer® gray hemogard¿ closure, plastic glucose tube, glycolytic inhibitor naf na2 edta 2 ml, 13x75 mm was misprinted, letters were slanted and doubled. No injury or medical intervention.